Manufacturer narrative:
As gore is unable to determine which gore® tag® component may have caused or contributed to the complaint, two additional components will be identified on this report: tgu343415j/14623009 and tgu343415j/14674893. Please note: (B)(6) 2016 reintervention procedure was previously captured on medwatch report # 2017233-2016-00453. As the dates when the aneurysm enlargement was discovered and the aneurysmorrhaphy was performed are unknown, (B)(6) 2021 will serve as the date of event. (B)(4). It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, aneurysm expansion and reoperation.¿

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses (ctag). No endoleak was observed on the final procedural angiograph, and the procedure was completed. On (B)(6) 2016, follow-up examination reportedly identified a distal type I endoleak. On (B)(6) 2016, a reintervention was performed whereby an additional ctag device was implanted distally, and the endoleak was resolved (captured on previous medwatch report # 2017233-2016-00453). On an unknown date, follow-up imaging reportedly revealed aneurysm enlargement. The amount and cause of the aneurysm enlargement were unknown. On an unknown date in (B)(6) 2021, an aneurysmorrhaphy was performed to treat the aneurysm enlargement. According to the physician, no endoleak was observed during the aneurysmorrhaphy. The patient tolerated the procedure.